Event description:
It was reported that there was a hole in the balloon of the artificial urinary sphincter (aus) device which led to fluid loss. The aus device was revised. There were no patient complications reported.